Event description:
The hcp reports a patient experiencing pain control after pump flipped in the pocket. The patient was concerned that something was wrong because she needed increased oral medications to cover her pain. She did not hear a pump alarm. The patient presented to the clinic to have the pump refilled. Her only symptom was increased pain. They experienced difficulties accessing the refill port and thought the pump may have flipped in the pocket. The patient is large. The patient was able to manipulate the pump back by pushing on her abdomen. The reservoir volume was concurrent with the expected volume. Fluoroscopy was performed which indicated the catheter appeared to be twisted. The hcp suspects the twisted catheter is the reason for the decreased pain control. The patient has been referred to a neurosurgeon to correct the catheter problem and suture the pump in place. A follow up report will be submitted when additional information is received. Reference MFR report #6000030-2007-00195.